Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a piece of leak tester inside the unit was confirmed. In addition, power switch damage, cracked protective cover, light-emitting diode failure, plastic cap torn, alternating current crack, air joint unit/connector socket worn, and low air pressure were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
An olympus endoscopy support specialist (ess) inspected leak testers at a customers¿ facility and discovered that the maintenance unit made noise. During a standard service inspection of the customer returned device, power switch damage was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.